Manufacturer narrative:
A compressor mini was reported not delivering air. A service engineer confirmed the issue and replaced the output connector of the compressor. The unit passsed all functional tests and was cleared for clinical use. The faulty connector was not returned for further investigation. If a compressor mini can't compress air or stops delivering air, the consequence would be in worst case stop of ventilation. If oxygen gas is connected to the ventilator, the consequence would be a high o2 concentration to patient. Both conditions will trigger the connected ventilator and compressor to generate alarms. As the faulty connector was not returned, the root cause of the compressor not delivering air could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor had low to no output. There was no patient harm. Manufacturer ref.#: (B)(4).